Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that during the fill tubing step, insulin would only go just passed the luer lock connection. The customer changed out the cartridge to a new cartridge and was able to complete the load process successfully. There was no impact to the customers blood glucose level.